Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-17351.

Manufacturer narrative:
Results: visual inspection of the lead showed broken wires at approximately 15 cm from the stimulation end. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.